Event description:
The distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, all of the keypad buttons are appropriately responsive when pressed. All of the keypad buttons have normal spring back or click. There was no visible damage to the keypad. The keypad cover was removed for investigation and no issues were found. Testing was unable to confirm or duplicate unresponsive keypad. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.